Event description:
It was reported that tip detachment occurred. A 185 cm str pt2 guidewire was selected for use. However, during percutaneous coronary intervention, the wire tip came off in the vessel. The device was partially explanted, and a portion remains implanted. The procedure was completed, and no further issues were reported.

Manufacturer narrative:
B3. Date of event- used the first date of the month of the aware date as no event date was provided.